Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the device removed from the tissue?

Event description:
It was reported that during an unknown partial pneumonectomy, the jaws did not open after the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained.how was the device removed from the tissue? The device was broken and removed by force but the details are unknown.